Event description:
It was reported that the patient was having prolonged seizures when VNS turns on.No known relevant surgical intervention has occurred to date.No other relevant information has been received to date.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.